Manufacturer narrative:
Complaint no: (B)(4). This lot was manufactured from september 06, 2014 ¿ september 08, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a slow flow rate. According to the report, the device was filled with 100 ml of an unspecified solution. The device was then connected to the patient; however, after 72 hours, 30 ml was remaining within the device. There was no patient injury or medical intervention associated with this event. No additional information is available.